Event description:
According to the reporter, during a roux-en-y laparoscopic procedure, while closing a defect in the bowel, the suture separated from the swedge of the needle. A new device was used to complete the procedure. As the needle is now stick in the device this is only because the surgeon broke the device over his knee so it will not be in working condition. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was improperly loaded with a needle and could not be unloaded. Device shaft was bent at several points and shaft was twisted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of an improperly loaded needle may occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. Replication of bent shaft may occur when the device is exposed to an excessive or improper force. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.